Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin due to damage at the reservoir compartment. It was reported the customer had a no delivery alarm during a bolus. Customer stated the plastic ring around the reservoir compartment was broken and the reservoir was not properly locked in. Customer's blood glucose was 238 mg/dl. The customer stated the damage occurred from normal wear and tear. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.